Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked at the highest port during an infusion. The infusion was started at 9:09 am to infuse at 145 ml/hr. No patient harm occurred as a result of the event.

Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak from the smartsite was confirmed. Visual inspection showed a puncture in the proximal smartsite¿s piston. Functional testing resulted in a leak from the piston. The root cause of the leak was not determined.

Event description:
The customer reported that the tubing leaked at the highest port during an infusion. The infusion was started at 9:09 am to infuse at 145 ml/hr. No patient harm occurred as a result of the event.